Event description:
The pt had an MRI. The pump stalled due to the MRI. The pump did not log a stall recovery until the pump was interrogated (B)(6). The reporter did not believe that the pt heard any alarms and the pt did not report any symptoms at that time. It was later reported that the pt experienced increased back pain. The pt outcome was reported as "no injury". The device system was used to deliver morphine sulfate 10 mg/ml at 2 mg/day.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.